Event description:
It was reported, the pt was hospitalized 2 days after the device was implanted due to severe abdominal pain. Follow up info identified the pt's nerve root had been irritated during the implant. No additional surgery was needed and all issues resolved within a few days. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.